Event description:
It was reported that after a laparoscopic cholecystectomy procedure the pt was returned to the or with a cystic duct leak. A stent was placed to fix the leak. The pt has been released from the hospital. The pt came back to the hospital two days post op. A drain was inserted and the pt is doing fine. Additional info has been requested, no response received to date.

Manufacturer narrative:
Device was not returned for evaluation.evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.